Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens (iol) was fully inserted and had to be removed because the patient's capsule bag was unstable and torn. Vitrectomy and sutures along with incision enlargement were performed during the procedure. A replacement lens is the same model and the patient was reported to be doing fine post-operation. The lens was discarded and no further information provided.